Event description:
It was reported that the patient had an artificial urinary sphincter implanted 9 years ago. Recently the patient started experiencing incontinence. The patient had the artificial urinary sphincter removed. The explanted system was tested and a hole in the cuff was identified. A new artificial urinary sphincter was implanted. The new device was tested and was working correctly. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted 9 years ago. Recently the patient started experiencing incontinence. The patient had the artificial urinary sphincter removed. The explanted system was tested and a hole in the cuff was identified. A new artificial urinary sphincter was implanted. The new device was tested and was working correctly. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.